Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "capsular fibrosis and breast cancer". Later patient reported "internal capsular rupture and enlarged lymph nodes" confirmed with mammogram. This record is for the left side. Device remains implanted.

Event description:
Healthcare professional reported "patient developed capsular fibrosis and breast cancer" and was treated via lumpectomy, chemotherapy, and radiation therapy. Patient later reported left side "internal and external capsule rupture", and "enlarged lymphatic nodules" confirmed via ultrasound/mammogram and MRI. Healthcare professional later reported left side capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Clarification to b3 date of event: partial date 2016. Clarification to d6a implant date: partial date (B)(6) 2013. The events of "capsular contracture" and "breast cancer" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: rupture; capsular contracture, baker grade IV; left breast cancer in 2016.

Event description:
Healthcare professional reported "capsular fibrosis and breast cancer". Later patient reported "internal capsular rupture and enlarged lymph nodes" confirmed with mammogram. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 30/jan/2017. Fi summary results: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device will not be returned for analysis in the device analysis laboratory. However, the reported event of breast cancer is classified as medical and it is unable to observe in the lab analysis, therefore the breast cancer event are is unable to confirm. A review of the current risk documents was performed, and the event of carcinogenesis (breast cancer) is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with breast cancer will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Additional, corrected and/or changed data: g2, h11.